Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The clip was steered above the mitral valve. During the controlled gripper actuation test, the gripper arms did not move. After locking and unlocking the lock lever and raising and lowering the gripper levers there was still no gripper arm movement. The clip was not implanted and was replaced without further issues. Mr was reduced to 1-2. There was no adverse patient effect and there was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the actuator mandrel returned broken, and the clip was detached from the mandrel. It was stated it is possible this may have occurred sometime during the procedure or possibly during post procedure handling, but unable to confirm. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported gripper actuation issue and unknown damage could not be replicated in a testing environment due to the returned condition of the device. Based on all available information, causes for the reported gripper actuation issue, and unknown damage could not be determined. The observed corrosion on the actuator coupler is likely due to saline exposure after the procedure. The observed separated clip is a result of the observed broken actuator coupler. The broken actuator coupler appears to be due to post-procedural handling. There is no indication of a product issue with respect to manufacture, design or labeling.